Event description:
Kimberly-clark received a report stating a closed suction catheter was used on a pediatric ICU patient. A computed tomography scan was performed due to the patient's condition, and a radiopaque linear foreign object was noted by a pediatric radiologist. Additional information received on october 23, 2014 stated the patient was intubated from (B)(6) 2014. On (B)(6) 2014, a pulmonologist consult was performed and a cat scan revealed a foreign body. A bronchoscopy was performed and a 2 1/2", 6 1/2 cm portion of a closed suction catheter was removed from the lung of the pediatric oncology patient. No additional treatment was required due to the retrieval of the catheter piece. The patient is having respiratory distress, but the distress is attributed to the patient's medical condition. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.